Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument misfired and the anastomosis was disrupted. The surgeon applied another device successfully. The hospital has reported the patient's condition is satisfactory.